Manufacturer narrative:
(B)(4). Batch # unk. Additional information: this surgeon uses many of these staplers and is very experienced with them.

Event description:
It was reported that during a right hemicolectomy procedure, while doing anastomosis on the bowel the gun fired, but it did not feel right. On closer inspection, it was shown that the cartridge had not formed complete staple line. They reopened another device and used it to reseal the anastomosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.